Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; device not returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
Device available for evaluation? Yes date received: february 10, 2015. Date received by manufacturer: february 11, 2015. Product evaluation: analysis found that when received for analysis, there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The sample was analyzed. The distal tip was pulled out of its support area indicating a stretched spiral wrap. The sample had gouging on the inner shaft just behind the head in the support area and corresponding damage to the outer tube which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation]. The instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. (B)(4)

Event description:
It was reported that ¿during surgery the drill stopped and did not work anymore. Shaft of inner tube had been broken (propulsion part).¿ there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.